Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device did not meet acceptance criteria. The device's power port was noted to be damaged. Power port replacement was required to address the issue.